Event description:
It was initially reported that high lead impedance was detected during a prophylactic generator revision surgery. The surgeon noticed at the generator site that a portion of the lead was exposed and out of the tubing. The lead was also very coiled but he was unsure if this was because of his manipulation during explant. The patient's lead and generator were replaced at that time. The only known trauma was the patient experiencing a car accident about two years prior. Programming history available in the manufacturer's database was only available following the initial implant, which were within normal limits. The patient reportedly has had an increase in seizure activity, but it is not clear of when started or relationship to pre-vns levels. Good faith attempts to obtain the device and additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected at this time.